Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735736, version #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The software logs were received and are under investigation at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site's system was locked up for 2 hours with a no video input detected message. The site attempted to power down the system by holding the power button, but that did not work. Troubleshooting involved the manufacturer representative going to the site and they were unable to replicate the behavior. No patient was present at the time of the event.